Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer was performed and signed service installation record. The device meets specification as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The reported treatment could be identified in the logfile. The surgeon lost vacuum one times and vacuum two once during the docking process/before the treatment. Suction ring and patient interface were docked twice on patient¿s eye because the surgeon has had difficulties to reach a valid suction one and two value. The treatment of the patient's left eye was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment during side cut. The reported issue is not caused by the system or the used patient interface. The info message ¿vacuum pumps stopped by foot pedal - treatment is aborted¿ indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. No technical root cause could be identified. The system was working within specification. No exchanged part is expected to be returned for investigation. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the suction was lost as a result, the flap creation was incomplete, the side cut was not performed, and no attempt was made to lift the flap in the left eye of patient during refractive surgery. Surgery was unable to completed. No. The surgeon decided to wait for healing and possibly proceed with refractive surgery in the future.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).